Manufacturer narrative:
(B)(4). Batch manufacturing records was reviewed for any process deviation but no deviation was observed. Summary: 01 ea complaint sample was received for investigation and was visually inspected for attribute defects like kinks, weak spots, cut marks, brittleness, roughness, fractured, frayed, dent marks, scraped, severed, and/or notched suture and it has been observed that the suture was handled with force where suture has a punch marks at two places with a knot on a suture. During visual inspection it has been also observed that the received suture strand was discolored at some part, could have been dipped in to a unknown solution prior to use which might have resulted in loosing tensile strength. Received needle were inspected against 10x magnification and found satisfactory. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, discoloration, detached needles, punch marks but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the time of procedure, the suture break down on middle. There were no patient consequences reported.